Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The unit functioned properly. Unit received with cracked case on display window corners, minor scratched display window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported that their insulin pump was cracked. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.